Event description:
The customer reported to olympus that during the procedure when the channel was brushed diagonally downwards during current procedure, the clip came out in the intestine of the patient. The clip was removed for the patient's intestine successfully. There was no report of patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. However, it is likely that the clip was stuck due to deviation from the instructions for use (IFU) , and not due to a failure of the device. The event can be detected/prevented by following the IFU which state: ¿operation manual 4.2 - insertion suction channel and/or suction valve may be clogged by suctioning solid matter.¿ this supplemental report includes a correction to the following fields: b5, d5, d8, e2, and e3. Also, the selections in b1 and h1 were incorrect on the initial medwatch. This complaint was determined to be a reportable malfunction only with no indication of a serious injury. Therefore, b1 and h1 have been corrected accordingly. Olympus will continue to monitor field performance for this device.

Event description:
It was reported from the customer that the clip was expelled from the patient the ¿natural way.¿

Manufacturer narrative:
This supplemental report is being submitted to provided additional information obtained from the reported about the event. It was confirmed that the clip has remained in the patient and will be expelled naturally. Olympus will continue to monitor field performance for this device.